Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he went to the hospital and dropped his insulin pump and fell on the floor. His admission was not diabetes related. The blood glucose reading was 249g/dl. The customer mentioned that he does not feel well when his blood glucose gets about 300mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap was protruded. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.